Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 86,004 joules during a prostate procedure. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Joules were verified on the fiber card as 85,990 joules. The failure analysis disclosed that the fiber cap was intact and attached, and was drilled through. The cap shows burnt and melted and exhibits detritus, char, devitrification and melted glass. Based on the failure analysis, the fiber/cap condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The customer's complaint of forward firing was confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The component codes fiber and cap refer to the results code thermal problem.